Event description:
Reportedly, a remote monitoring alert was sent due to low shock impedance value. One ventricular tachycardia was observed, treated successfully with a shock. It was reported that during the implantation of the subject device, the ventricular lead impedance increased from 400 to 1500 ohms. Preliminary analysis confirmed the reported alert due to low shock impedance and revealed episodes suspicious of loss of ventricular capture. The most probable hypothesis to explain these irregularities is an issue at ventricular level and/or a lead connection issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a remote monitoring alert was sent due to low shock impedance value. One ventricular tachycardia was observed, treated successfully with a shock. It was reported that during the implantation of the subject device, the ventricular lead impedance increased from 400 to 1500 ohms. Preliminary analysis confirmed the reported alert due to low shock impedance and revealed episodes suspicious of loss of ventricular capture. The most probable hypothesis to explain these irregularities is an issue at ventricular level and/or a lead connection issue.